Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that partial deployment of stent occurred. The target lesion was located in a coronary artery. A 2.50 x 16 synergy ii drug-eluting stent was advanced to treat the target lesion. However, during the procedure when the stent delivery system balloon was inflated, the balloon was losing pressure and would not hold the pressure. The device was completely removed. An additional balloon was used to fully deploy the stent and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by mfg: the stent delivery system was returned for analysis. The stent was deployed during procedure and therefore not returned for analysis with the device. The balloon cones and balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. Damage was noted on the distal cone, creases were visible. The balloon wings were opened out from their folded positions and solidified media resembling blood was visible inside the balloon chamber. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The balloon was connected to an encore inflation device and an attempt was made to apply positive pressure to the balloon chamber when a pinhole leak was observed around the proximal markerband area. A review of the batch records indicates that the maximum stent profile was within specified limits. The batch crimping records did not highlight any anomalies with the stent profile that could have contributed to balloon damage during the manufacturing process, with all parameters within the specified tolerance. Before sterile packing of the device, each unit is checked for leaks at the vacuum decay test (vdt) workstep. Any damage or leak would cause the device to fail at this stage and prevent the movement of the device to the sterile packing stage. Based on the complaint report and the analysis performed, the damage noted most likely occurred during procedure. The encore inflation device was verified before and after use. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft polymer extrusion section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial deployment of stent occurred. The target lesion was located in a coronary artery. A 2.50 x 16 synergy ii drug-eluting stent was advanced to treat the target lesion. However, during the procedure when the stent delivery system balloon was inflated, the balloon was losing pressure and would not hold the pressure. The device was completely removed. An additional balloon was used to fully deploy the stent and the procedure was completed. No patient complications were reported.